Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist performed a full review of device and completed a thorough check with no errors found. The database synchronization logs showed no variations, confirming that the device was successfully receiving and processing all messages, remotely accessed the device and verified that it was not displaying critical override or disconnected mode, then connected to the server and confirmed that upload, download, and heartbeat statuses were current. The device was operating as expected at this time. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.